Manufacturer narrative:
Investigation: x: review DHR. Analysis and findings: complaint#: (B)(4). Distribution history: this complaint unit was manufactured at csi on 3/30/2021 under wo#: (B)(4) and shipped on 4/22/2021. Manufacturing record review: DHR 302662 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log: (B)(4), this unit was at csi on 11/30/2021. Visual evaluation: visual examination of the complaint unit revealed no damage. Functional evaluation: complaint unit's functional evaluation indicated the generator required a new main board. Root cause: a root cause for this complaint unit is not definitively determined as the unit was processed under recall 1216677-09-03-2021-003 initiated for intermittent coag function. The repair under the recall updates the board to the latest revision. Corrective actions: correction and/or corrective action: the unit was processed under re-work work order#: (B)(4), tested and returned to the customer. The main board on this particular unit was replaced entirely. Corrective actions under CAPA: 744. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
Unable to cut/burn. Will start to burn then stop and not work. Under recall. Repair order: (B)(4). 1216677-2021-00306 leep precision generator lp-20-120 e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported conditon.

Event description:
Unable to cut/burn. Will start to burn then stop and not work. Under recall. Repair order #: (B)(4). Leep precision generator lp-20-120; e-complaint #: (B)(4).